Event description:
According to phlebotomist supervisor, the lancet blade did not retract and a sharp injury occurred to the phlebotomist, the used lancet was disposed, lot number cannot be confirmed. Healthcare worker was given azt for 4 days. Patient was known to be hep b and hp c positive. Phlebotomisit already had been immunized against hep b prior to incident.